Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. During device aspiration, it was observed that air was drawn in. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis,

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.